Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with topical antibiotics.

Manufacturer narrative:
This report is submitted on dec 29, 2023.